Event description:
Contaminated deroyal vascular pack. Ref 89-10581.01. Lot 55506201. Expiration 12-1-2023. Suction tubing contaminated with red debris. Debris also in bucket with handle. New pack obtained before patient entered the operating room.